Event description:
It was reported that a pt underwent an unk surgical procedure on (B)(6) 2010. During the procedure, the needle broke. An x-ray confirmed that no fragment remained in the pt. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4): conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.